Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced grogginess, confusion, and fell twice when he tried to stand from a lying position. His spouse call emergency medical services who performed a bg upon arrival which was 500 mg/dl but his cgm displayed 79 mg/dl. The patient was unable to perform a bg prior to ems being called as he no longer has a glucometer. Ems transported to the hospital where he was treated with insulin. He was discharged after several hours when his bg was 200 mg/dl; however, his cgm value was not provided. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.